Event description:
Tech alleged that the siderail is not latching at the top. No pt impact.

Manufacturer narrative:
The tech found the siderail center arm latch not moving freely due to corrosion. The tech cleaned, lubricated and reinstalled the siderail center arm latch assembly to resolve the issue.